Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had a cut in the cord, failed noise assessment (78.2 db should be less than 76 db), and also failed the safety assessment (powerbroken). It was further determined that the pawl release and lock cylinder were damaged, causing the failed safety assessment. It was further determined that the bearings were worn out causing the failed noise assessment. It was determined that the issue with the bearings was consistent with normal wear over time. It was observed that the cut in the cord was consistent with mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. It was further determined that the issue with the pawl release and lock cylinder was consistent trying to run the device in the load positon or by pushing on the disconnect sleeve while the device was running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error (cut in the cord and powerbroken) and worn out bearings from normal use and servicing over time (noise). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device was not working properly. During in-house engineering evaluation, it was observed that the device had a cut in the cord, failed noise assessment (78.2 db should be less than 76 db), and also failed the safety assessment (powerbroken). It was reported that the event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.